Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The basal rates were not set properly. The bolus history revealed high correction dosages. The high-pressure test was completed and passed. It was reported that the set was changed before their admission, but had not at any point corrected high bgs with manual injections. Few days later, the customer called back and stated that they are still having high bgs since getting out of the hospital. Testing was performed once again and the insulin exited. However, the customer stated that the last cannula was bent.